Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient representative reported right side capsular contracture baker grade unknown, anxiety, depression, "mild fever", "increased inflammation", "fluid from the capsules", and "sleep disorder" (non-device related). The device has been explanted.